Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under delivering and had high blood glucose level. Customer blood glucose level at time of incident was 358 mg/dl. Customer blood glucose was 242 mg/dl. The customer alleged insulin pump was under delivering because bolus did not correct. The customer was treated with bolus. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that insulin pump had crack at battery area. Customer was assisted with troubleshooting for high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to care link pro. No upload/download anomalies or delays in uploading/downloading were noted. (B)(4).